Event description:
The MFR received info alleging a ventilator would not run on battery power. There was no harm or injury reported.

Manufacturer narrative:
During eval of the device at a third party service center, an issue related to the internal battery not charging was observed. The ventilator's power management board was replaced to address this issue.